Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The cause for failure was isolated to the distribution node to rear therapy electrode cable was severed and missing. The root cause for the missing cable was physical abuse. No adverse event resulted from the damaged belt.